Event description:
It was reported that bd alaris smartsite extension set had air bubbles the following information was received by the initial reporter with the following verbatim product complaint - customer called to report that air bubbles have been found on the lines of the tubing, 20027e no specific lot, no pt harm reported.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles in the lines could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20027e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.